Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement, active current measurement and selftest. The power management graph indicated connector resistance issue (j6). Unexpected low battery alerts and replace battery alerts noted in the pump history file due to connector resistance issue. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the pump functioning properly during testing as shown in the power management graph. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that of battery life was depleted after 48 hours. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.